Manufacturer narrative:
Model number/catalog number: sc-2108-50m, serial number: (B)(4), batch/lot number: 22908, model/catalog description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients ipg was non functional due to having difficulty charging the ipg. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.